Event description:
It was reported that the customer had high blood glucose levels of 247 mg/dl. The customer reported a motor position encoder error which was cleared from the insulin pump. The customer then reported a motor error alarm from the insulin pump during basal and prime. The insulin pump was exposed to water. The insulin pump was also exposed to the body scanner at the airport. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck in a loop of a motor error alarm occurring during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm for a motor position encoder error could be verified due to the overwritten history file. No moisture damage was found on the electronics, motor, battery tube, vibrator, or keypad assembly. The insulin pump was received missing the end cap sticker, with a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).